Event description:
The event is reported, via medwatch, as: the patient was being treated for possible pneumonia and receiving oxygen via nasal cannula. The patient's mother was holding him and called staff to the room for an overheated nasal cannula. The staff found the tubing near the patient too hot to hold. No injury was noted to the patient or the mother. Biomed was unable to replicate with testing. There is the thought, per report in medwatch, that the tubing could have been wrapped in a blanket as the mother was holding the patient.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review was conducted on the reported serial number ((B)(4)). The DHR investigation did not show issues related to the complaint. A document review fmea (product/ process) was conducted and no changes required. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.